Event description:
It was reported that a farawave 31 mm during preparation to treat a persistent atrial fibrillation (a fib) which it's considered off label use, presented a foreign material on the handle. Package was opened and a filmy catheter was noted. Film transferred to gloves upon rubbing. To solve the issue the device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.

Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory the device underwent visual inspection. Upon inspection, the reported white foreign matter was observed on the catheter. Based on testing of a returned device with similar attributes, the material on the device is likely adhesive that is blooming due to the adhesive used to glue the handle not being fully dry when the product is packaged. Analysis deployment to basket and flower was successful on every attempt and no unusual resistance was noted.

Event description:
It was reported that a farawave 31 mm during preparation to treat a persistent atrial fibrillation (a fib) which it's considered off label use, presented a foreign material on the handle. Package was opened and a filmy catheter was noted. Film transferred to gloves upon rubbing. To solve the issue the device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.